Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, the clip was deployed but did not achieve hemostasis. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, additional information was not provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.